Manufacturer narrative:
Concomitant medical products - model: ddbb2d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few years ago the right atrial (ra) lead exhibited high threshold and then later undersensing appeared visible in monitored episodes. The ra lead remains in use. Additionally, it was reported that the right ventricular (rv) lead had low but stable r-waves. There was also t-wave oversensing (twos) on the rv lead. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.